Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) analysis found the programmer has a software error during interrogation. Analysis also found the floppy disk will not read a disk; disk drive found out of electrical specification. Programmer handle was found broken. Continuation of product ID 2067l rf head, product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer generated error. The programmer was returned to the manufacturer, analyzed and tested out of specification. No indication was given as to patient involvement or impact associated with this event.